Event description:
The customer reported the ventilator was alarming due to a pressure sensor failure. The customer reported the device was in use on a patient and there was no patient harm. As reported, both pressure sensors failed which may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device was out of warranty, the customer contacted manufacturer's product support (pse) who advised checking the data acquisition board and motor controller board and the cable between them. The customer called the pse to report that reseating the cable between the data acquisition and motor controller boards corrected the reported problem.

Manufacturer narrative:
Results: cable was reseated.